Event description:
It was reported that 2 gem 20dp v/nv 1.2mf dehp free experienced air in line. The product defect resulted in a patient experiencing an air embolus stroke. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: it was reported by the customer that the tubing has air in line. We are working on priming practices. But the one patient that I visited that did not have air in the tubing had the filter hanging over her crib. All the other patients, the tubing was at the level of the patient.

Manufacturer narrative:
H.6. Investigation: one used sample (model #2202-0007) and six photos were returned by the customer. The photos show small air bubbles within the tubing. Therefore, the complaint can be verified. Prior to functional testing, the sets were visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample was able to be primed. The set was infused with the bd alaris pump module (dchu-0009) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 gem 20dp v/nv 1.2mf dehp free experienced air in line. The product defect resulted in a patient experiencing an air embolus stroke. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: it was reported by the customer that the tubing has air in line. We are working on priming practices. But the one patient that I visited that did not have air in the tubing had the filter hanging over her crib. All the other patients, the tubing was at the level of the patient.